Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was the patient said about a month ago they had an esophagogastroduodenoscopy (egd) procedure done. They turned off the stimulation for the procedure and turned it back on afterwards and the therapy is not working right. They turned it up to where they felt the stimulation which was a little uncomfortable and have been on the same setting for a couple of weeks. Cautery wasn't used when they did the egd but they took a biopsy. The therapy is not helping their bladder symptoms almost back to the way it was before the surgery. The patient called their doctor and they told them to call the manufacturer. The patient has not tried any other programs. The settings were checked and they were on program 4. During the call they switched to program 3 and the patient wasn't feeling the stimulation. The patient changed to program 2 and confirmed stimulation in the bicycle seat area which was comfortable. The patient will maintain this stimulation level and will continue to track symptoms. The patient's relevant medical history included that they are very boney. When they lay on their back or try to do a sit-up they can feel the stimulator. The patient has osteoarthritis in their lower back and their right hip has pain which goes down their leg. They went to the doctor and they wanted the patient to go to physical therapy. It was recommended the patient follow up with their doctor on what physical therapy they can do with the stimulator. Additional information was received from the patient. When asked what steps were taken to resolve the issue they said that the lady they spoke with on 2022-apr-14 was very helpful and patient. They put the device on a different program which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.